Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3. The correct MFR number is 3008452825.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred in the coronary sinus when the sheath was introduced in the coronary sinus to alcoholize the vein of marshall. The cardiac tamponade was diagnosed with fluoroscopy as the contrast appeared outside the cardiac anatomy. The procedure was stopped, protamine was administered, and the patient stabilized. There were no alleged performance issues with the introducer.